Manufacturer narrative:
B2 - outcomes attributed to adverse: correction. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an ongoing chronic driveline infection with multiple subcutaneous abscesses with no surgical options. Patient had infection associated with right knee replacement surgical site on (B)(6) 2022 with concurrent abscess of right groin. Both sites were proteus mirabilis. There was elevated white count with knee/groin infection. Driveline culture was first positive on (B)(6) 2024 for corynebacterium jeikeium. Patient was positive for corynebacterium on (B)(6) 2024. There was drainage from driveline and chest wound abscess. Patient was treated with 6-week course of intravenous antibiotics. Conservative approach was suppressive antibiotics by mouth.